Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used just above bifurcation, in the intrahepatic ducts during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022 during the procedure, on the third inflation it was noticed that the balloon burst at 8 atm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned hurricane rx dilatation balloons was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to pinhole in the distal section of the balloon. Microscopic inspection found had a pinhole located approximately at 8 mm from the tip. Media inspection of the photo provided by the customer showed the pouch of the device but no damages were found. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst cannot be confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. Product analysis determined that the pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon and cause of balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used just above bifurcation, in the intrahepatic ducts during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, on the third inflation it was noticed that the balloon burst at 8 atm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.